Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was subjected to extensive testing which included full defib functionality testing with the returned paddles and the multifunction cable without duplicating the customer report. The device was recertified and returned to the customer. No clinical or activity logs were available as part of the investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.